Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not alert the customer when blood glucose levels dropped below the set 75 mg/dl. Customer ended the call with tandem technical support before additional information was able to be obtained. There was not reported impact to customer's blood glucose level.